Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not verify the reported issue. From the downloaded device data it was observed that the device at least once gave a prompt 'replace battery'. The device was extensively tested, but no discrepancies were observed. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. UDI: (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off twice. It was also reported that after having removed and reinstalled the battery, there was no error anymore. There was no patient us associated with the reported event.